Event description:
Device 1 of 2. Please see mfg report #1627487-2010-02870 for device 2. On (B)(6) 2009, the pt was implanted with an scs system. The surgeon gave this system in a biohazard bag to a company representative. His only explanation on why it was removed was that it was malfunctioning and the pt asked for it to be removed.

Manufacturer narrative:
Evaluation method: a visual inspection and functional testing were completed. The device history and sterilization records were also reviewed. Results: the visual inspection revealed a complete lead with wires stripped at the terminal-end electrode. Channels 7 and 8 measure less than 4 ohms, all other channels measure open. The lead failed continuity testing. Conclusion: the complaint about "malfunctioning" was confirmed; the lead as received failed continuity testing. The lead has exposed wires at the stimulation end electrodes. It is unk what over stress condition caused the failure. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.